Manufacturer narrative:
The lot number was provided for the reported malfunction and a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. The investigation confirmed for positioning issue. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model dl900j vena cava filter allegedly experienced positioning issue. The information was received from one source. The malfunction involved a patient with no reported consequences. The (B)(6) year old female weighed (B)(6) kgs.